Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 30-oct-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates an issue with continuous beeping. The alarm log was reviewed finding error 41100 "adc_safety_signal". During the investigation the issue reported could not be duplicated or replicated. As a result, no root cause was found. Additionally, the software was updated as a preventative measure. Pvt (performance verification testing) was conducted, and visual inspection was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was continuously beeping. There was no patient harm, involvement or delay of therapy.